Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-xxxxx. (MDR# 2022-02054-01) investigation is still ongoing. H3 other text : device was discarded at facility.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) during preparation for the transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, a black fiber, 5mm in length was confirmed at the inflow side of the leaflet. The affected valve was discarded at the facility due to contamination. The valve was replaced with a new one.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-xxxxx. (MDR# (B)(4)). Investigation is still ongoing. Device was discarded at facility.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) during preparation for the transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, a black fiber, 5mm in length was confirmed at the inflow side of the leaflet. The affected valve was discarded at the facility due to contamination. The valve was replaced with a new one.

Manufacturer narrative:
The edwards sapien 3 transcatheter (9600tfx) valve was not returned for evaluation. A review of device history record (DHR) work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. No imagery was returned. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling/instructions for use (IFU) for commander delivery system with s3 thv, japan and device preparation training manual were reviewed. Per caution and procedure: the transcatheter heart valve (thv) is contained in a holder within a jar. Carefully remove the thv/holder assembly from the jar without touching the leaflets. The holder is tagged with the thv serial identification number, which must be verified with the number on the jar lid and recorded in the patient information documents. Inspect the thv for any signs of damage to the frame or leaflets. Rinse the thv as follows: place the thv/holder assembly in the first bowl, ensuring the saline solution completely covers the thv and holder. With the thv and holder submerged, gently swirl the thv and holder back and forth for a minimum of 1 minute. Thv should not come in contact with identification tag, bottom, or sides of rinse bowls. No other objects should be placed in rinse bowls. Thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. No IFU/training deficiencies were identified. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for "device preparation - particulate - noticed" was unable to be confirmed as no device or imagery was provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history provided no indication of manufacturing nonconformance(s) being a contributing factor. A review of IFU/training materials revealed no deficiencies. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. As reported, "during preparation for a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, an operator found a black spec on a leaflet of the inflow side. As it could not be removed by rinsing, a new valve was used for the procedure." It is possible that the particulate was introduced during device preparation (and became adherent to the valve) as it was observed during the valve rinsing process. Available information suggests that procedural factors (device preparation) may contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint for "device preparation - particulate - noticed" was unable to be confirmed. Due to the unavailability of the device, it could not be determined whether a manufacturing non-conformance would have contributed to the reported event. Currently there are several manufacturing mitigations in place to detect and reject particulates on valve. Available information suggests that procedural factors (device preparation) may have contributed to the complaint event. However, a definite root cause was unable to be determine at this time. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04130 (MDR# 2022-02054-01). Investigation is still ongoing.